Manufacturer narrative:
The insulin pump was received missing the retainer ring and reservoir tube o-ring. The insulin pump had scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call that the insulin pump was damaged. Customer's father stated the ring around the reservoir compartment became loose and was missing. The father stated the reservoir could not lock into the insulin pump as a result. Customer's blood glucose was 7 mmol/l. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer's father agreed to return the product for analysis.